Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 657 mg/dl. The customer was admitted to the hospital. The customer does not what the diagnosis was. Customer declined to troubleshoot for high blood glucose. The customer was able to get his blood glucose and left monday gave him fluids at night. The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was unknown. The customer was advised and explained the recurring no delivery may be due to site, set or reservoir issue. The patient has tried different cannula lengths. The patient's insulin is not expired or denatured. The patients does rotate site and avoids scar tissue. Customer stated the tubing is not bent. Customer stated they have tried all remedies. Customer was advised that the device would be replaced. The customer was advised to retrieve and save pump settings.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump primed properly. The motor and motor slide functioned properly during our testing. No cosmetic damage was noted during our physical inspection.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.